Manufacturer narrative:
Block a2: the exact age of the patient is unknown, however, it was reported the patient was over 18 years. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Blocks h6: device code of 2907 captures the reportable event of dart detachment. Block h10: investigation of the returned capio slim device was performed. Visual analysis found that there were blood residues observed on the device. There were no issues were observed with the catch and carrier. The 10 riveting pins were in place. The cage did not have rough edges. Functional analysis was performed by actuating the carrier three times and it extended and retracted without any issues. Also, it was actuated (deployed) three times with the suture and the dart could be entered in the catch slot without any issues. Although the lot number of the device was not reported, a customer shipment history search was performed to identify the most probable lot associated with the complaint. This search revealed that lot numbers 24172177 and 24350387 are the most probable lots. A review of the device history record (DHR) performed on the identified lots indicated that the device met all material, assembly, and product specifications at the time of release to distribution. After analysis it was determined that the device did not present any visual issue and it worked as intended. It did not show evidence of either the alleged issue or any defect that could have contributed to the event reported. Therefore, the investigation concluded that the most probable cause for the reported issue is no problem detected, since the device complaint or problem cannot be confirmed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6), 2019. According to the complainant, during the procedure, the physician deployed the capio device into the ligament and when he retracted the capio device, the bullet detached from the suture inside the patient. Subsequently, the patient underwent an x-ray procedure and found the detached dart in the patient's ligament. Reportedly, there was no attempt to remove the dart from the patient as trying to remove the dart would have caused more harm than good. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the physician deployed the capio device into the ligament and when he retracted the capio device, the bullet detached from the suture inside the patient. Subsequently, the patient underwent an x-ray procedure and found the detached dart in the patient's ligament. Reportedly, there was no attempt to remove the dart from the patient as trying to remove the dart would have caused more harm than good. The procedure was completed with another capio slim device. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.